Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: date: (B)(6) 2011, pt 1, inratio: 2.3, lab: 1.9. Date: (B)(6) 2011, pt 2, inratio: 1.7, lab: 2.4. Less than 5 minutes between meter test and lab draw. Caller reports wiping the first drop. No pt info was provided.

Manufacturer narrative:
Investigation pending.